Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation power supply and cable were checked and operational. The workstation monitor was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitor was "blank." No pt injury was reported.